Event description:
It was reported that the patient was presented to an in-office check and it was noted oversensing on the right ventricular (rv) channel which resulted that the implantable cardioverter defibrillator (ICD) delivering inappropriate anti-tachycardia pacing (atp) therapy. The health care professional (hcp) reached out to boston scientific technical services (ts) for programming options. Upon review, it was noted that the r-wave exhibited a wider signal, which led to the t-wave oversensing (lwos) on the non-boston scientific rv lead that resulted in oversensing, and that the ICD delivered inappropriate therapy. Troubleshooting and programming options were discussed and recommended. As a result, the sensitivity was adjusted. At this time, the product remains in service and no adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)